Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The same day the patient began treatment with cefazolin (100 mg, once a day for three days, route not reported) and cifran for ten days (route, dose and frequency not reported). Three days later, the patient began treatment with vancomycin (100 mg, once a week for approximately, route not reported). The cause of the peritonitis was unknown. Dianeal therapies were ongoing. It was reported the patient was not hospitalized for the event. At the time of this report the patient was recovered from this peritonitis event. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Initial reporter: telephone number provided: (B)(6). Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).